Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that the tip of the bd¿ syringe with needle was missing. This was noticed prior to use while opening up the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the package was not opened, it was found that the syringe had no the tip of the syringe."

Event description:
It was reported that the tip of the bd¿ syringe with needle was missing. This was noticed prior to use while opening up the packaging. The following information was provided by the initial reporter, translated from chinese to english: "when the package was not opened, it was found that the syringe had no the tip of the syringe."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1905284 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one physical sample was returned for evaluation by our quality team. The sample was visually inspected and the tip was observed broken. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. There is a detection system within the assembly machines which inspects 100% of product for signs of potential defects. Based on the investigation results, it is possible that the syringe tip broke during the packaging process due to the syringe being trapped within the machinery.